Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550514, expiration date 05/31/2009). Reference medwatch report for the suspect device used in system 2.

Event description:
Reporter alleged obtaining discrepant blood glucose results of 368 mg/dl and 134 mg/dl on a patient using inform system 1 compared back to back with a result of 85 mg/dl on inform system 2 when testing was performed within 10 minutes. Reporter indicated that the patient was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.